Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent post-dinner hypoglycemia with low glucose alerts beginning late evening regardless of meal size selection, leading to a cycle of treatment-induced glucose rises followed by subsequent lows; blood glucose was normal at the time of the call and the user reconnected the ilet. Symptoms included hypoglycemia. Outcomes included troubleshooting and user education. Investigation included customer interview and review of available use history. Investigation of this case revealed that the cause of hypoglycemia remained undetermined, with no device malfunction identified or component-specific failure reported. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.